Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
Plaque exited from the nosecone after the first two short passes. The device was removed and cleaned. The device was reinserted and made 4 passes. Plaque was again protruding from the distal nosecone. A large amount of plaque was recovered in the spiderfx filter. The tissue came out of the distal end of the nosecone just before the tip. It was not coming out of the cutter window. It looked like it came out of a new hole in the body of the nosecone. No injury reported. The procedure was completed successfully. They cleaned the device after the first 2 passes and could not visualize a hole. They reinserted, made 4 short passes, and cleaned the device again. The tissue was coming out of the same area. When we retrieved the spider, there were 3 - 3cm strings of plaque in the basket.

Manufacturer narrative:
Evaluation of the returned device was completed (B)(4) 2016. The hawkone was received without the cutter driver. The initial visual inspection found no damages or anomalies. The distal assembly was inspected under microscope and found a hole to the tecothane which was approximately 4.2cm distal the cutter window. The hole was linear and ran parallel with the stainless steel coils. Inspection of the flush tool showed tissue inside. The reported event was confirmed through evaluation of the returned device. A hole in the tecothane coating was noted. The root cause cannot be determined, however, contributing factors such as procedural technique and ancillary device interaction could not be evaluated in this investigation.